Event description:
It was reported that after approximately 24 hours of intra-aortic balloon (iab) therapy, the console generated a catheter restriction alarm. It was noted that the patient had come to the operating room (or) with the iab in place and with no alarms. After surgery, therapy was initiated again when the console generated the alarm. The iab was removed in the or due to the alarm. The patient was stable and no longer required therapy so the iab was not replaced. The getinge representative discussed the probable reason for the alarm and how the posterior scrub might be done without elevating the leg. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Complaint record ID # (B)(4).

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood found on the exterior of the catheter and between the catheter and the sheath. A kink was found on the catheter tubing approximately 45cm from the iab tip. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. The iab was placed on the cs300 pump and pumped for two hours which represents one complete autofill cycle. The iab pumped normally and no alarm sounded from the pump. The evaluation determined a kink in the catheter. It is difficult to determine when or how a kink in the catheter occurs. Although we did not repeat the alarm in the laboratory setting, a kink in the catheter can cause inflation difficulty or an alarm. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint # (B)(4).